Manufacturer narrative:
Follow-up #1: date of submission 01/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2015 with the following findings: a call service 064 alarm observed in pump histories. During the rewind step, the piston did not move and a call service 078 alarm was given. The pump was opened and moisture damage was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump had emitted a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.